Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the heart lung console did not operate on ac power as expected. The user pressed the reset button, which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Investigation in progress, but not yet concluded.